Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell 4/6. The nurse (rn) stated the final bag fell over and separated from the line. The baxter technical service representative (tsr) explained the rn will need to throw out the supplies and start over with new supplies or manuals. The rn discarded the sample. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.